Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-09210. (B)(4) clinical study. It was reported that balloon rupture occurred. In (B)(6) 2012, patient presented for a percutaneous coronary intervention (pci). The 90-95% stenosed target lesion was located in the proximal left circumflex artery (lcx). The target lesion was attempted to be predilated with multiple balloons including nc quantum balloon catheters, cutting balloon and angiosculpt balloons. The nc quantum balloon was inflated however it ruptured at 30 atmospheres. Another nc quantum balloon was inflated but the balloon also ruptured at 30 atmospheres and the proximal and distal segments of the lesion were not dilatable. The residual stenosis was 70-80%. Subsequently, medical therapy was continued and the patient was scheduled for a staged pci in the near future.